Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a low blood glucose (bg) alert. The customer acknowledged the alert had declared appropriately; however, did not acknowledge the alert, therefore the alert did not clear. Although requested, the customer declined to provide information regarding the low bg level and declined to perform troubleshooting with tandem technical support.